Manufacturer narrative:
(B)(6). Imdrf device code a15: captures the reportable event of the clip. Did not leave the catheter.

Event description:
It was reported to boston scientific corporation that resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, it was reported that they tried to deploy the third clip in the ascending colon to close a large defect, and the clip did not leave the catheter. The final step of opening the hand to push the clip of the catheter was incorrectly done. The nurse advised that the dr. May have pulled the scope back too quickly before the nurse could open her hand fully, so the clip did not release off the catheter. The patient was sedated with local anesthesia. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.